Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted, the xience sierra everolimus eluting coronary stent system instructions for use states: do not prepare or pre-inflate the delivery system prior to stent deployment other than as directed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the inadvertent dilation of the balloon (against instructions for use) caused the stent to interact with the guiding catheter during advancement. It is likely the interaction with the guiding catheter caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the proximal to mid left anterior descending coronary artery with mild tortuosity, mild calcification and 99% stenosis. A 2.75 x 33 mm xience sierra stent delivery system (sds) was attempted to be advanced with no reported resistance; however, on angiography it was noted that the stent was not mounted on the balloon and had dislodged in the guiding catheter. The dislodged stent was retrieved by simply removing the guiding catheter, and the procedure successfully completed with a new 2.75 x 33mm xience sierra sds. On review of angiography one day post procedure, it was noted that the sds had inadvertently been dilated during the procedure, and the stent was no longer mounted on the balloon during advancement to the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.